Event description:
Patient has a history of surgery approximately 3 1/2 years ago that consisted of a total abdominal hysterectomy, bilateral salpingo-oophorectomy, urethrocele repair, and vaginal sling.there was a mesh erosion at the site of the sling at the distal vagina underneath the urethra.